Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer didn't take any action to address the bg specifically, just changed the infusion set and cartridge and resumed insulin. There was no need for third-party involvement.